Event description:
It was reported that during a cardiomems implant, the guidewire position was discussed as ¿deep¿ with physician. The patient started a new cough and hemoptysis. The sensor was deployed in the left pa in an appropriately sized vessel. Hemoptysis continued, and the patient was intubated and ventilated. V-fib rhythm was noted, and CPR was performed for a few minutes. Patient was defibrillated x2 and returned to ppm rhythm with pulse. Patient stabilized with fluid and rbc¿s and moved to an MRI suite. A small pneumothorax was reported not requiring treatment. The patient was admitted to the ICU. Pending further information.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that during a cardiomems implant, the guidewire position was discussed as ¿deep¿ with physician. The patient started a new cough and hemoptysis. The sensor was deployed in the left pa in an appropriately sized vessel. Hemoptysis continued, and the patient was intubated and ventilated. V-fib rhythm was noted, and CPR was performed for a few minutes. Patient was defibrillated x2 and returned to ppm rhythm with pulse. Patient stabilized with fluid and rbc¿s and moved to an MRI suite. A small pneumothorax was reported not requiring treatment. The patient was admitted to the ICU and passed away in the ICU on (B)(6) 2025. On 19jun2025, the abbott rep confirmed that the physician did not feel that the cardiomems sensor or implant procedure caused the patient's death. Physician felt that wire perforation (left lung lower lobe) was the cause of the hemoptysis and pneumothorax. Physician felt significant comorbidities and procedure risk was the cause of the arrhythmia. Site did not share and additional information about the cause of the patient's death.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause is inconclusive. Complications resulting from innate patient conditions that manifest during implant, recovery, or use of the product may occur if clinical considerations are not followed. Clinical considerations for patient selection are identified in the la-400275-g or equivalent which includes patients who may not be appropriate for implantation of the cardiomems hf system. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that during a cardiomems implant, the guidewire position was discussed as ¿deep¿ with physician. The patient started a new cough and hemoptysis. The sensor was deployed in the left pa in an appropriately sized vessel. Hemoptysis continued, and the patient was intubated and ventilated. V-fib rhythm was noted, and CPR was performed for a few minutes. Patient was defibrillated x2 and returned to ppm rhythm with pulse. Patient stabilized with fluid and rbc¿s and moved to an MRI suite. A small pneumothorax was reported not requiring treatment. The patient was admitted to the ICU. On 19jun2025, the abbott rep confirmed that the physician felt that wire perforation (left lung lower lobe) was the cause of the hemoptysis and pneumothorax. Physician felt significant comorbidities and procedure risk was the cause of the arrhythmia.